Manufacturer narrative:
(B)(4). Batch #u5a80y. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60w cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test cartridge reload, however, did not achieve and complete firing sequence. Further analysis showed that the reverse button was damaged. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached as to what caused the damage to the device. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, when the device was fired, the blade advanced and stopped. The device locked out and the manual over ride had to be used to reverse the blade to open the jaws. The device seemed to not have enough power. The procedure was completed with a like device with no patient consequences reported.